Manufacturer narrative:
Continuation of d10: product ID 8784. Serial# (B)(6). Implanted: (B)(6) 2020. Explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 10-jul-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal morphine (unknown concen tration and dose) via an implantable pump for non-malignant pain. It was reported that the at a pump replacement, they attempted but were unable to aspirate and had to replace the entire catheter. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the rep initially reported the event. The rep stated that the pump was at end of life (eol). The rep also stated that they aspirated but could not, so the physician decided to replace the entire catheter. The rep also stated that the catheter could have been kinked. The patient was doing fine and the rep stated that nothing would be returned as the facility kept the old catheter and pump.